Event description:
The customer reported that the unit is over heating.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. Overheat. During system checkout, the workstation attempted to reboot after approx 5 minutes of operation. The workstation 5vdc was only 4.69 vdc as measure on the fast scan converter pcb. The ge service rep reseated the connectors on the power supply and workstation pcb's. The voltage now is 5.4 vdc. The system operates as intended.